Manufacturer narrative:
It was reported by the customer that during use of a catheter on a patient the clinician noticed a leaking catheter hub. The customer stated that the IV was started on the patient and an unspecified time later the clinician noticed blood coming out from the insertion site and distal hub of the catheter that connects to the IV catheter itself. The patient lost 2-3 ml of blood and there was no harm or injury noted to the patient aside from the patient having to have a new IV placed. The new IV was put in place without further incident. The actual sample was returned for evaluation and the root cause was determined to be excessive force while inserting the catheter causing damage to the device. There was no further intervention required for the patient. There was no follow-up medical care or additional medical intervention required related to the incident, however medical intervention to replace the initial IV to complete the medical treatment was necessary. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Catheter hub is leaking which required IV to be discontinued and a new catheter to be placed in the other arm.